Manufacturer narrative:
Unit received with cracked lcd window, cracked case at the display window corner, broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the prime/test, rewind test and excessive no delivery test. Unable to verify motor error alarm and perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump reservoir compartment was breaking off, crack on the top of the insulin pump, and had a motor error alarm. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
The inform was incorrect with the initial report. The correct information has been provided with this report.